Event description:
It was reported that the pump battery could not be charged. Customer has to attempt multiple times to get the pump to charge. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.